Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found physical damage to cow catcher and all connector pins, unable to continue with functional testing or verify loss communication anomalies. In conclusion the customer complaint of loss of communication, and unexpected sensor alarms could not be confirmed, due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged lost sensor signal alert, change sensor alert and also unexpected reinitialization alert. The customer reported no adverse event. The event involved product mmt-7841zn. Troubleshooting was not performed and it was unknown whether the issue was resolved or not. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn.